Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to febrile symptoms, swelling of the wound, and infection. Moreover, an open-heart surgery was performed because the tip part of the right ventricular (rv) lead remained in the right ventricle. No additional adverse patient effects were reported. The rv lead was explanted.